Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and bent and no further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it took more than thirty turns to extend the helix on the right ventricular (rv) lead. Pacing thresholds were high and when moved to a new location the helix would not completely extend. The lead was removed from the body and a new lead was used instead. It was further reported that during the time of the procedure the set screw would not re-engage in the header. The physician attempted to get the set screw to work but was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.